Manufacturer narrative:
(B)(4). Batch #: u9319j. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? Not available. Did the blade tip break off? Not available. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, under normal use, the front end was broken and could not be used.